Event description:
Restores mck mako onlay insert was swapped for larger size due to instability. Went from 9mm insert to 10mm.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.